Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the ventricular rate sense and shock channels. This noise was sensed by the device, and resulted in pacing inhibition. The patient reportedly became syncopal with these episodes. The measurements on the non-guidant defibrillation lead were not known. The physician elected to explant both this guidant ICD and the non-guidant defibrillation lead, and implanted new devices without reported complication.